Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the blower motor was observed. The device's blower motor needs to be replaced to address the issue.